Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate. Through follow-up communication with the technician, livanova deutschland learned that error messages were displayed on both patient and cardioplegia side. Videos of the failures were provided. The technician replaced two cardioplegia pump, one patient pump and the distribution board. Through further follow-up communication, the technician informed livanova deutschland that the pumps electronics got damaged due to the overfilling of water inside the tank. The water ingress led the pumps circuits to fail, causing the reported issue. The distribution board resulted to be damaged by the defective pumps electronics. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
See initial.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that both patient pumps of a heater-cooler system 3t were found to be defective during priming. There was no patient involvement.